Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic rectosigmoidectomy, during the maneuver of the joint to staple the rectum low, the silver load pin broke off. There was blood loss of 500cc or more which resulted to requiring a blood transfusion. It was also noted that the surgery time was extended for 15 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic retossigmoidéctomy, during the maneuver of the joint to staple the rectum low, the silver load pin or the internal plug-in charge pin broke off. The device was not able to fire. The surgeon was able to press the green button and squeeze the handle.the surgery time was extended for 15 minutes to detect the problem. The device was replaced to complete the case. There was no patient injury.